Event description:
It was reported to boston scientific corporation that an open end ureteral axxcess catheter was used in the ureter during a ureteroscopy procedure performed on (B)(6) 2016. According to the complainant, during the procedure, as they were pulling the catheter, the tip of the catheter broke. The broken tip was retrieved and nothing remained inside the patient. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. If any further relevant information is received, a supplemental MDR will be filed.

Manufacturer narrative:
Visual examination of the returned axxcess catheter revealed the catheter connector to be present on the proximal end of the catheter. A physical examination of the device found the distal end of the catheter to be ovaled. The catheter appeared to have been pinched flat and cut. The distal end of the catheter including the taper was not returned. Since a review of history, the event description, and follow-up information did not provide enough information to determine a root cause. Therefore, the most probable root cause is "undeterminable".

Event description:
It was reported to boston scientific corporation that an open end ureteral axxcess¿ catheter was used in the ureter during a ureteroscopy procedure performed on (B)(6) 2016. According to the complainant, during the procedure, as they were pulling the catheter, the tip of the catheter broke. The broken tip was retrieved and nothing remained inside the patient. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. If any further relevant information is received, a supplemental MDR will be filed.